Manufacturer narrative:
Additional information: b2, b5, b6, b7, d10, e1, h6 and h11. B5: upon follow up, it was reported that the patient was hospitalized on the same day and was treated with vancomycin (intraperitoneal, 60 mg, 4 times, daily, 10 days and stopped), cefotaxime (intraperitoneal, 2gm, 1 time per day, 10 days and stopped) and oflocet (400mg, 1 time). The patient was discharged from the hospital after 10 days. At the time of this report the patient recovered from the events. Pd therapy was ongoing. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent. The breach in aseptic technique was further described as handling issue. It was not reported if the patient was hospitalized for the peritonitis event. It was not reported if the patient was treated with antibiotics. Action taken with pd therapy was unknown. Patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.